Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a1; a3a; b4; b5; d2a; g3; g6; h2; h3; h6; h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. Radiographs were provided and reviewed by a radiologist. The review identified that the tibial component position is malpositioned, as it is abnormally rotated. A vertical fracture line extends distally from the keel, exiting at the medial tibial metadiaphyseal cortex. There is slight medial displacement of the medial tibial plateau containing fracture fragment. Radiolucency is present at the tibial component keel/plate metal bone interfaces is consistent with loosening of the tibial component. The reported event was confirmed by review of x-rays. A definitive root cause cannot be determined. However, according to the xray review, malpositioning of the tibial component may be a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision knee surgery due to a tibial plateau fracture. The surgeon stabilized the fracture with a plate and revised the prosthesis by replacing the uncemented tibial tray and bearing with a cemented tibial tray and a new bearing. The tibial tray was downsized from a size d to a size c, approximately 1 month and 4 days post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: oxf anat brg rt lg size 3 PMA; item# 159582; lot# 7868812. Oxford ph3 cementless fem sz l; item# 154927; lot# 66370135. G2 ¿ foreign ¿ new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.